Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in its reservoir. This was noticed before patient use. There was no patient involvement. No additional information is available. This is report 3 of 4.

Manufacturer narrative:
(B)(4). The device was manufactured march 4, 2014 ¿ march 6, 2014. Evaluation summary: one sample was received for evaluation. Visual inspection noted white particles 0.15 to .30 mm in size floating inside the reservoir. The particles were identified to be an acrylic material via fourier transform infrared (ft-ir) spectrophotometer scanning. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the reported problem was unknown. A CAPA was opened to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.